Event description:
It was reported that the patient presented for a routine generator change with potential lead revision. Device interrogation revealed low pacing impedance and failure to capture on the pacemaker (pm), right atrial (ra), and right ventricular (rv) leads. Additionally, it was noted that the device had triggered end of service (eos) and then unexpectedly went back and triggered an elective replacement indicator (eri) alert. During the procedure, both leads were tested with an external analyzer, and no electrical anomalies were noted. The physician elected to explant and replace the pm only. The leads remained implanted. The patient condition was stable.